Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced high fever and crp level increasing and antibiotic cipro 750 mg/oral 2x1 was started. On (B)(6) 2018, the physician stated there was not a stoma site infection, but antibiotic treatment was given for the crp elevation. On (B)(6) 2018, the patient was evaluated by the physician. The physician obtained information that crp level was decreased but this level was not within normal levels. The physician indicated that increased crp level was related to the peg insertion process and there was not another finding.